Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The reported condition of failure code 810:03 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During review of the pump's event history by baxter on a colleague infusion pump, it was determined that a failure code 810:03 occurred twice during delivery on (B)(6) 2010, causing an interruption of delivery both times. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.